Manufacturer narrative:
The returned arsenal set screws are currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
Revision surgery was conducted on (B)(6) 2016 to remove and replace both set screws located at s1. X-rays taken on (B)(6) 2016 during a scheduled follow-up appointment confirmed that both set screws had backed out of position. The event caused no heath injury to the patient. The arsenal spinal fixation system was originally implanted on (B)(6) 2016 from the l3 - s1.

Manufacturer narrative:
Evaluation of the returned set screws revealed no manufacturing or processing related irregularities. The implants were found to be properly manufactured and released in accordance with design specifications. The investigation concluded that it appears the back-out/disengagement was caused by insufficient final tightening of one set screw at s1. This resulted in a primary back-out, with the subsequent loads on the remaining s1 set screw being sufficient to cause the second back-out.